Event description:
The product complaint report shows the customer alleged the ventilator lost its settings when unplugged. They stated that there was no low battery alarm and the loss-of-power alarm failed to function. The malfunction was discovered prior to the ventilator being reconnected to a pt, but no pt injury was alleged. This report is not an admission by mallinckrodt that this device caused or contributed to the event alleged in this report.